Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged upper display with several lines visible one the top screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10,h11 corrected fields: h6(health effect-clinical code). It was reported that the cardiosave intra-aortic balloon pump (iabp) had display - blinking, discolored, static, line(s). There was no patient involved or adverse event reported.a getinge fse was dispatched to evaluate the unit. The fse reported display - blinking, discolored, static, line(s). The defective lcd was removed and replaced. All display tests passed in the service mode. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The national repair center installed the lcd display into the cardiosave test fixture and tested the lcd display to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc verified the failure of vertical lines on the lcd. The lcd display failed testing. Sending the lcd display to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aj. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.